Manufacturer narrative:
Upon disassembly, the boot was found to be worn. The presence of a worn boot is likely to cause or contribute to the handpiece leaking debris.

Event description:
The micro sagittal saw was sent in for service. Upon evaluation at the manufacturer, debris was observed coming from the head while running. There was no patient involvement, and there were no user injuries or adverse consequences.